Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested event log review was completed. The customer reported that the nursing staff did not document the boluses given and needed help reconstructing the infusion programming. No malfunction of the device was alleged. A review of the event log data shows that between (B)(6) 2013, 12:00 am and (B)(6) 2013, 4:00pm, the period of review requested by the customer, a total of 15 boluses were administered. This is consistent with the findings in the customer-provided event log summary. Because the initial programming occurred prior to the earliest date in the logs, it was not possible to determine what medication had been programmed. No other documentation was provided so it cannot be determined whether or not the boluses were documented in the pt's medication administration record. The pc unit was powered off at 12:43pm on (B)(6) 2013. It is unknown when the drug ran out; and how long it was empty before it was changed. The root cause of the customer's report was not determined.

Event description:
The customer reported propofol was being used to sedate an intubated pt; the customer believes boluses were given without being documented. The order was for propofol 10mg/ml IV infusion; dose 5mcg/kg/min x 78.8 kg = dose 0.394mg/min = 2.4ml/hr IV continuous. Titrate in increments of 5-10mcg/kg/min every 3-5 minutes until adequate sedation is achieved. The nurse also reported that the propofol went dry around 1300 on (B)(6) 2013 and it took a while to get the drip restarted. This was not confirmed in the logs by the hospital. Per the nurse specialist, the pt was not sedated well and did self=extubate and needed to be re-intubated. The customer also stated this was a nursing issue and not a device issue. The customer stated that no additional event or pt info is available.